Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 23 september 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. After flushing the dc handle and sleeve with continuous flow, additional translation was done to make sure the sleeve was de-aired. Air was observed in the sleeve again. Troubleshooting was performed and the air was able to be removed. The clip was then implanted. There were no adverse patient effect and no clinically significant delay in the procedure.